Event description:
Info received indicates the brake is not holding due to the rubber wheel on the caster is worn an breaking apart, preventing the brake pad from holding firmly.

Manufacturer narrative:
The tech replaced the casters to repair the bed.